Event description:
Boston scientific received information that during a normal patient follow up, this device could not be interrogated. A revision procedure was performed and this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Initial analysis confirmed that the device had not telemetry and a memory download was unable to be performed. External visual inspection of the device noted no anomalies. The titanium case was opened, and microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion. The depletion of the battery can result in the device not being able to be interrogated, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
The product has been returned. Once laboratory analysis is completed, this report will be updated.

Event description:
--